Manufacturer narrative:
It was reported that the patient underwent a spinal procedure at l1-s1 using posterior fixation. The interbody devices were implanted to l2-l5 but not to l5-s1. The patient had pain when climbing the stairs after the procedure. It was found that the right sided s1 screw backed out approximately 6 weeks post op. The revision surgery was performed and the posterior construct was removed. It was also reported that l2-l5 was fused. Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot # w05j2396 and #w05n1803. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal procedure using anterior fixation at c4-c6. Both c6 screws backed out approximately 3 months post op. There is no plan of revision surgery at this time.